Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide procedure name? Unknown. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail, no. How was procedure successfully completed? Changed another one to complete the surgery. Did the needle break at the tip or at the body? Unknown. Is the broken needle available for analysis? No. Are there any photos for visual analysis? Not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke when it passed through the tissue, and a new suture was replaced immediately, which was used normally and the operation was successfully completed. No adverse patient consequences were reported. Additional information was requested.